Event description:
Pt was bagged using 100% oxygen with a code blue ii resuscitator. Oxygen saturation on pt began to drop significantly and pt eventually went into respiratory arrest. The bag was changed out to a new ambu bag and oxygen saturation returned to an acceptable range. Dr requested the ambu-bag in question be tested to determine if it malfunctioned.